Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The multifire endo gia* 30 staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lar laparoscope procedure the device did not fire. In order to complete the procedure another manufacturer's product was used. No medical or surgical intervention was required. The patient is alive with no injury.